Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 3 years and 10 months. The device remains in use with no additional events reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was found unconscious with the driveline disconnected. The patient was transported to the hospital and reconnected to the system controller. It was verified by the health care professional that the patient had disconnected himself for an unspecified reason. The patient is hemodynamically stable. No neurological damage or other issues have been found. The patient underwent further investigation and testing in the hospital. The patient was reportedly doing well and would be discharged within a few days of the event. No further information was provided.